Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery drawer and battery drawer o-ring were also found to be contaminated, and the ring and side bail covers were broke.

Event description:
It was reported the unit was not operating correctly. There was no output on the ventricular chamber side. Atrial output was fine. The condition was found during testing, so there was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.